Manufacturer narrative:
The device's production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was not returned for evaluation and, therefore, the cause of the malfunction could not be determined based on the current information. Efforts are being invested in order to retrieve the ring to enable further investigation.

Event description:
Patient underwent a surgical procedure with the car. At 8 weeks post operation, the tissue within the ring appeared to be healthy around 2/3 of the ring. Ulcer formation was indicated in 1/3 of the tissue where necrosis did take place. The ring was surgically removed and another anastomosis was performed.